Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot m129171 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot m129171, test base part number 190-430 / lot m129171. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot m129171 showed that the complaint rate is 0.002% (1/55152). Abbott diagnostics (B)(4), inc. Was unable to determine the exact root cause of the reported issue; however it could possibly be related to the specific patient samples. Reference MFR. Reports: 1221359-2020-00465.

Event description:
The customer reported a false negative result with the ID now covid-19 performed on (B)(6) 2020 with a nasal kitted swab tested immediately. The test was repeated immediately on a pcr platform with a positive result. Per customer, the patient treated for primary condition (stemi) and discharged without complications. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.